Event description:
A 30 yr old white female g3p3 status post right subglandular inframammary mentor gels for 1990 for augmentation. No history of trauma or decreased size but positive for ptosis with large softening. Complaints of pain for 6 to 12 mos, arthralgias, myalgias, paresthesias, fatigue, adenopathy, fevers, hot flashes, headaches, dizziness, neurocognitive problems, sicca, hair loss, sensitivity to sun and cold, gastrointestinal and genioturinary problems. Otherwise healthy.